Event description:
It was reported to baxter that an infusor lv10 overinfused during patient use. According to the customer, the infusor infused in 12 hours instead of 24 hours to a female patient is being treated for osteitis. The unit was filled with vancomycine and sodium chloride (nacl) with a total fill volume of 240 ml. There was no no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of "overinfusion" could not be confirmed due to the sample not being available per the customer. Should the sample or additional information become available, a follow-up report will be filed.